Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited an undersensing issue. No intervention was performed and the patient's condition was unknown.